Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 32 mmol/l. Prior to the hospitalization, the customer experienced high blood glucose levels all day, even though he had bolused. The customer later got a no delivery alarm, but didn't change out the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.